Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) system contacted boston scientific technical services (ts) to inquire why their implanted system it not approved for magnetic resonance imaging (MRI) scans. Ts explained how MRI approval verification is performed and noted that they have a lead that was previously surgically abandoned but remains implanted, which makes their system MRI non-conditional. The patient indicated they have had MRI scans since the lead was surgically abandoned approximately five years ago. The patient also noted that they were told their current crt-d device and lead are defective. No other information was provided. Ts referred the patient to their following physician to discuss issues with their products. Attempts to gather additional information were unsuccessful. The crt-d device and associated right atrial (ra), right ventricular (rv) and left ventricular (lv) leads remain in-service. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.